Event description:
The end user was going down a ramp in their backyard. When they released the joystick they alleges the unit didn't stop and they drove off a curb falling from the unit. The end user sustained fractured ribs and punctured their right lung in two places.